Manufacturer narrative:
The reported field event of sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.

Event description:
It was reported that when patient presented to the emergency room after receiving multiple inappropriate high voltage therapy, patient received several shocks while at the emergency room as well. A magnet was placed on the device. Upon device interrogation, device showed fifty nine therapies delivered and p-wave oversensing issue was observed as well. Device was explanted and a new device was implanted. Patient was stable prior, during and post procedure.